Manufacturer narrative:
The actual device and an unused sample were returned to terumo medical corporation in (B)(4) for evaluation. Evaluation of the actual device revealed that there were broken pieces of the hemostasis sheath visible on the various locations on the carrier tube handle. The carrier tube itself was not returned. The returned pieces of the hemostasis tube was checked for maneuverability and they shattered upon application of minor force. The sheath tubing cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. Evaluation of the returned unused sample revealed that the hemostasis tube was returned lodged in the plastic tray. It maintained its form within the tray but crumbled into pieces upon application of minor digital pressure. No anomalies were noted on the carrier tube or any other plastic components. The angioseal evolution IFU tis-(B)(4) was reviewed and the symbols on page 10 clearly illustrate within the labeling that the device should be kept away from sunlight and uv light. There is no evidence that this event was related to a device defect or malfunction. The complaint is confirmed. The damage on the devices was consistent with exposure of the sheath to the uv light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other reports with the involved product code/lot# combination. The user facility reported similar events. See mdrs 2243441-2017- 00179, 2243441-2017-00180, 2243441-2017-00182, 2243441-2017-00183, and 2243441-2017-00184. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the sheath was fractured. This unit was opened, but sheath fracture was noted while device was on table before introduction to patient. Occurred pre-treatment and there was no patient was involvement.